Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance alert out of range noted on the right atrial (ra) lead. Atrial fibrillation burden alert was also reported. The ra lead remains in use. No patient complications have been reported as a result of this event.